Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed angle knob left/right lock remains engaged even when released. The issue occurred during preparation for use for a therapeutic unspecified procedure. The unspecified procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: g2, h3, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the angulation lock generates friction resistance by contact of parts. The lock of the subject device was not disengaged completely because the parts were not separated properly .olympus dismantled the device, confirmed that internal parts of the right/left angulation control knob were deformed and the right/left shaft was slightly tilted. It is likely the event occurred because the deformation may have shifted the location of some parts, then led to the above state. Though we could not specify cause of the deformation, it may have occurred by stress from forcible rotation of forceps elevator knob repeatedly, impact from hitting, storing the device with the same position all the time, or the like. The event can be prevented by following the instructions for use which is stated in IFU operation manual chapter 3 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.